Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and a worn upstream occlusion seal. Functional testing was able to duplicate the issue. It was determined that the most probable cause is the downstream occlusion (dso) seal. The dso sensor and seal were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had downstream occlusion sensor gasket damage. The event was discovered during yearly preventive maintenance performance checks and inspections, there was no patient involvement.